Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced four events of infusion set kinked cannula. The first three events occured on (B)(6) 2024 and one event occured on (B)(6) 2024. The issue was observed within three or more hours after insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.